Event description:
Pt was in for elective cardioversion. Pads placed in anterior-posterior fashion. Pt received 5 shocks total. Burn area in shape of metallic sheets (not center circular disc) at edges of metallic sheets only; interior unaffected. (*)